Manufacturer narrative:
Block h6: impact code f1001 captures the reportable event of procedure cancelled/rescheduled.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the upper gastrointestinal (gi) tract during an upper endoscopy procedure performed on (B)(6) 2025. During the procedure, the bands were unable to deploy, which resulted in difficult visualization. The procedure was not completed due to the event. There were no patient complications reported as a result of this event.